Event description:
It was reported the customer was experiencing high blood glucose. The customer stated their blood glucose was 405 mg/dl. Customer had already treated their blood glucose with insulin. The customer believed their high blood glucose was caused by a lack of medications that affected their potassium level. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.